Event description:
It was observed that during the device evaluation, the light guide cover lens of the videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the light guide cover lens of the videoscope had foreign material. Based on the results of the investigation, the most probable cause is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.